Event description:
On (B)(6) 2013, the patient¿s mom contacted animas and alleged the following: patient was trying to bolus for a meal and received an occlusion alarm while out with a friend's family. Mom states she confirmed that there were 80 units of insulin in pump prior to patient leaving and there is now 77 units remaining in pump. States patient kept attempting to bolus over and over again and received 3 units total dose. Mom reports when patient called her, his bg was 330 mg/dl and his bg is now 30 mg/dl. Mom states she doesn¿t know what an occlusion alarm is for. Mom did change ifs and cartridge, has given 2 large glasses of orange juice thus far. Recheck of patient bg at end of call was 64 mg/dl. Cs was unable to confirm via bolus history at this time, as both mom and patient were highly emotional and unable to focus at this time customer support (cs) advised mom to leave disconnected and restart when bg has stabilized, and to then check bg 2 hours after restarting. Cs reviewed causes of occlusion alarm and advised anytime there is an occlusion alarm, they should do an air bolus and if that delivers, it is a site issue: advised mom to educate son on not pushing buttons or attempting to bolus after an alarm unless an adult tells him to do so. Mom verbalizes understanding of this. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.